Event description:
The pt had pain at the pump site with occasional swelling. The pain was described as aching/burning and was increasing in intensity. It radiated from the pump site into both hips; the right side was worse (pump was on the right side). In 2008, a sharp "stabbing" pain had been increasing at the catheter site in pt's back and the pt had increased spasms in his stomach and chest muscles. The pt's dose had not changed in the past 6 months. The pt had not had any falls or other trauma. The pt had been to the neurologist 3 times and the neurosurgeon once. There were no signs of infection and the pump continued to work normally. The pump was refilled every 3 months. The device system was used to deliver lioresal. The following month, the pt was unable to get out of bed. The pt's condition was continuing to decline. As of 2009, the pt was "the same". They saw a new physician, but the physician did not have any insight as to what the issue(s) might be. As of the following month, the pt had been hospitalized twice in the past month due to the pain and spasms. A new neurologist and neurosurgeon had taken interest in the case and were ordering more tests. Additional info has been requested, a follow-up report will be sent if additional info becomes available.